Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage observed on sensor patch and no issues were observed with the adhesive. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported while wearing the abbott diabetes care (adc) device. The customer experienced a skin infection at sensor site and was unable to self-treat. As a result, had contact with a healthcare professional (hcp) who provided unspecified antibiotics as treatment for this issue. There was no report of death or permanent injury associated with this event.